Manufacturer narrative:
H10: the customer evaluated the device with the philips field service engineer (fse) who confirmed the device was not switching on. The fse suspected the problem to be with the central processing unit (cpu) printed circuit board assembly (pcba) and ordered a replacement. The field service engineer (fse) went to the customer site on 13sep2023 and replaced the motor controller (mc) printed circuit board assembly (pcba) and power supply to resolve the device issue. In a good faith effort (gfe) response from the fse received on 30sep2023, it was confirmed that both the mc pcba and power supply were replaced to resolve the one device issue of the device not turning on. The fse confirmed that the device was placed back into use, and no replaced parts would be returned to philips for evaluation. The device diagnostic report (drpt) was also not available. The device was stated to be working following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit was not switching on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    The customer evaluated the device with the philips remote service engineer (rse) and confirmed the issue. The rse suspected the problem to be with the central processing unit (cpu) printed circuit board assembly (pcba).